Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ injector luer lock n35 has been found experiencing leakage during use. The following has been provided by the initial reporter: the event takes place during the manual administration of chemotherapy carried out by the esi. The safety adaptation of one syringe on both is impossible. The preparation service is called and comes to pick up the defective product. The second syringe fits. Administration takes place according to the incident-free protocol. When withdrawing the syringe, while the entire product is being administered, a quantity of the product escapes from the syringe (safety adapter) splashing onto the treatment cart. The service manager is notified. The preparation service is notified. The syringe is kept in the service. Neither the patient nor the caregiver was in direct contact with the cytotoxic product.

Event description:
It has been reported that the bd¿ injector luer lock n35 has been found experiencing leakage during use. The following has been provided by the initial reporter: the event takes place during the manual administration of chemotherapy carried out by the esi the safety adaptation of one syringe on both is impossible. The preparation service is called and comes to pick up the defective product. The second syringe fits. Administration takes place according to the incident-free protocol. When withdrawing the syringe, while the entire product is being administered, a quantity of the product escapes from the syringe (safety adapter) splashing onto the treatment cart. The service manager is notified. The preparation service is notified. The syringe is kept in the service. Neither the patient nor the caregiver was in direct contact with the cytotoxic product.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1907101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed on any of the injectors or luer connections. Dimensional evaluations performed on the injectors verified all critical dimensions related to the luer are within specification. Functional testing was completed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. Solution was withdrawn from the vial, then connecting the syringe and injector to a sample connector. In all case the product functioned properly, liquid passed through the system without issue and, no leakages were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.